Event description:
It was reported that during an open procedure for thyroid neck dissection, an error 5 occurred during use. The blade was broken outside the patient while the device was reset. No pieces fell into the patient another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.